Event description:
Sudden catastrophic failure of front leg of "quantum bath chair" resulted in propelling user -c7 tetraplegic- forward towards floor. Potential for serious injury. No warning of event. New product less than 3 months old.